Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had an aortic valve angle of 40 degrees. Prior to the procedure, the patient had an episode of syncope, so the intervention was performed in an urgent basis. The patient had a high femoral bifurcation. During the procedure, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and popped up 10mm above the annulus; severe central regurgitation was also noted. Coronary arteries have become occluded, and the patient had a cardiac arrest; cardiac massage was performed for about 20 minutes. There was no noted anatomical or tissue/calcium interference affecting expansion. After the massage, a second 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The leaflets were not closing as intended and therefore coronary arteries were completely blocked. It was noted that the patient was not completely stabilized before the second implantation. The patient was deceased.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had an aortic valve angle of 40 degrees. Prior to the procedure, the patient had an episode of syncope, so the intervention was performed in an urgent basis. The patient had a high femoral bifurcation. Right femoral artery was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and popped up 10mm above the annulus; severe central regurgitation was also noted. Coronary arteries have become occluded, and the patient had a cardiac arrest; cardiac massage was performed for about 20 minutes. A second 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). It was noted that the patient was massaged during the second valve implant deployment and the leaflets were not closing as intended. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon. No aortic insufficiency was noted. Inotropic support, intubation (iot) support and a 20-minute extracorporeal membrane oxygenation was given due to the refractory acr (unclear abbreviation). Coronary arteries were noted to be completely blocked. There was no noted anatomical or tissue/calcium interference affecting expansion. The physician's decided to stop the resuscitation and the patient was pronounced to be deceased.

Manufacturer narrative:
It was reported that a second 27 mm navitor valve was selected for implant after first 27 mm navitor valve migrated resulting in coronary obstruction, leading to cardiac arrest. The leaflets were not closing as intended during second valve implant. Inotropic support, intubation (iot) support and a 20-minute extracorporeal membrane oxygenation was given due to the refractory acr (unclear abbreviation). Coronary arteries were noted to be completely blocked. The resuscitation was stopped and the patient was pronounced to be deceased. The device remained implanted and will not return to abbott for analysis. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available and medical review performed at abbott, it is difficult to determine with certainty the cause of incomplete coaptation and patient death. Although cardiac arrest is stated as the cause of death, it is likely secondary to coronary obstruction. However, due to the limited information and lack of imaging the exact cause could not be determined. The medical interventions were result of case-specific circumstances as post-implant balloon aortic valvuloplasty, extracorporeal membrane oxygenation and resuscitation were performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.